Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided, so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is non-compliance with the post-op protocol, improper deployment of button onto femoral cortex, inappropriate tension on the construct and/or damage to the suture occurred during the implantation. The product directions for use states: post-operatively, until healing is complete, the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that two weeks after an acl procedure, it was discovered by an x-ray that the button was floating. The doctor has not planned a revision at this time. No further details given at this point.